Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implantable cardiac monitor implant procedure. During the procedure, it was noted that the device loss bluetooth telemetry. It is suspected that the device was affected by a magnet. The programmer was rebooted and connection was re-established. The device was implanted successfully. The patient was in stable condition.